Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The delivery system was returned for evaluation; however, the filter was not returned. Images were not provided. The dilator was returned inserted inside of the introducer sheath and the dilator tip was slightly buckled. The dilator was removed form the introducer sheath. No damage was found to the sheath tip. Skiving was found on the proximal end of the introducer sheath. Skiving was found inside of the storage tube which was likely due to the filter feet passing through the tube. The investigation confirmed for advancement issues as skiving was found inside of the storage tube and proximal portion of the introducer sheath. The investigation is inconclusive for deployment and positioning issue as images were not provided.

Event description:
It was reported that resistance was encountered during advancement of the filter through the delivery sheath and upon deployment, a filter limb remained inside the sheath. Additional manipulation was needed to complete the deployment; however, the filter was deployed inferior to the intended location. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.